Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the sigmoid during a polypectomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but would not detach from the catheter normally. Reportedly, the physician shook the catheter until the clip released from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Problem code 2906 captures the reportable event of clip difficult to release from the catheter. A visual examination of the complaint device found a severe kinked at the proximal section and the clip assembly was not returned. The yoke was still attached to the control wire. The device shows signs indicating an excessive force applied. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the sigmoid during a polypectomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but would not detach from the catheter normally. Reportedly, the physician shook the catheter until the clip released from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.